Event description:
Pt has had power chair for over a year. Soon after purchase the seats cracked and the back-rest tore. Approx 1 year ago while client was transferring from his bed to the power chair, it activated and moved in reverse. Pt was thrown to the floor where he sustained injuries. He was bruised and suffered pain. Client's father wants a fail safe mechanism added to the chair to prevent if from activation without an occupant.